Event description:
The customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. System operates as intended. (B)(4).